Manufacturer narrative:
Device not returned.

Event description:
User facility report (B)(4) was received by manufacturer on (B)(6) 2016 stating "the vacuum regulator comes loose from wall outlet. At times the regulator leans forward compromising suction." Initial reporter was contacted on (B)(6) 2016 and stated that the device was not in use during occurence. She stated that she was told "those regulators always have that problem" but could not provide any further detail on what degree of "compromising suction" as stated in user report had occured as she was not present. Return material authorization was opened and initial reporter stated that device would be returned for evaluation. Multiple attempts have been made to gather further information and to have device in question returned. On (B)(6) 2016 (B)(6) stated "as far as I can tell, it [device] seems to be in good working condition."